Event description:
It was reported by the user facility that during treatment, a blood leak occurred on a small, focused area of the fibers. The blood flow rate was 470 cc/min and the dialysate flow rate was 730 cc/min. The leak was internal and no damage was seen. The leak was visible, and the machine alarmed. The pt's estimated blood loss was less than 10cc. The pt did not experience any adverse effects, was asymptomatic, and did not require medical intervention. Treatment was completed using another dialyzer. Sample is available for return.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. If the sample is returned, a supplemental report will be submitted.